Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient confirmed correct transmitter ID was entered. Patient was advised to forget paired dexcom device in bluetooth settings. No additional patient or event information is available.